Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy thoracic surgery, the device did not fire when it was at the end of the main bronchus. They used another brand to complete the case. There was no patient injury.